Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since december hasn't charged the communicator however later said did charge in february however said it wouldn't turn on and then said charged in march and said that the communicator did turn on. The following troubleshooting steps were performed: when plugged in, caller confirmed sees the green light however when unplugged and goes to turn in on, no lights come on. When asked, patient said that it has not been dropped or gotten wet. The issue was not resolved through troubleshooting. Patient and caller said that the handset isn't turning on or charger either. Caller said that it was plugged in all night however nothing is coming on the screen when plugged in and has tried different outlets. Patient confirmed that handset hasn't been dropped or gotten wet. Patient said that since december after had MRI has experienced a return of symptoms and now going every 10 minutes. Patient said that has been trying to be seen their managing physician however said that their appointment keeps on being pushed out further. Patient requested physician listings. Emailed physician listings to patient. Sent email to patient registration.

Manufacturer narrative:
Continuation of d10: product ID tm90q0, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back to set up the new external devices. Agent walked them through connecting to the ins and encountered maximum settings error. Agent reviewed changing programs, but patient still encountered maximum error message and could not clear it out. Agent redirected the patient to the hcp to further address the issue. On (B)(6) 2025 patient states receiving a new handset and communicator and it would not go past three. Patient states their dr is an hour and half away. Patient states the dr told them the manufacture should be able to help them turn it on. Agent not understanding if the handset wont power on or the setting won't go past three. The patient went to get the equipment and could not find it and said they would call back. The patient called back on (B)(6) 2025 and repeated that they were having a lot of problems with the therapy. Patient also mentioned (as noted in previous follow up notes) that they were getting the maximum settings error message when trying to increase amplitude. Agent reviewed that the patient's hcp will need to further address the issue. Patient said they can't see their hcp until (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the patient just received replacement equipment but the communicator was dead so they were using their fa handset/communicator. The hcp stated they were receiving "the system is operating at maximum settings. Therapy cannot be increased." (Out of regulation) message on program 2 and 0.3 ma. The hcp was assisted with checking impedances with the clinician app and all electrode combinations were showing greater than 4k ohms. The hcp stated the patient was a "faller" and had fallen on their backside and was experiencing a return of symptoms. Due to lack of follow-up, the hcp was unable to provide fall date(s) or when symptoms returned. The meaning of the out of regulation (oor) message was reviewed with the hcp, and imaging was suggested but it was likely that the lead would need to be replaced as there were no viable programming options.